Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.

Manufacturer narrative:
One sample of a shiley pediatric tracheostomy tube was received for evaluation and no lot number was provided. A visual inspection was performed, and it was observed that the cannula presented a fissure in the connector measuring 0.263 inches. Based on the complaint system, the provided pictures, the received sample, and manufacturing controls, the pictures showed damage located between the connector and the flange. The reported failure mode can be reproduced but not replicated under a change of parameters. This mark is considered as an isolated condition. However, the operator work instructions are not called to check for flow marks, and there is not visual aid in the instructions to show the defect. A quality alert was posted in the molding station to check for this damage in the flange on (B)(4) 2013. The operator work instructions were updated in order to clarify that the reported condition is considered a defective device, and the parts shall be sent to scrap. The reported failure mode damaged component was confirmed. (B)(4).

Event description:
Customer reported patient's family found a crack in the connector part. The info provided to date does not confirm if decannulation and recannulation of a replacement tube was performed. Covidien has attempted to gather further details surrounding the circumstances of this report, without success.